Manufacturer narrative:
The device was received for analysis. Visually, there was an anomaly in the connection between the white (B)(6) valve and the inflation pillow. It appeared as if the valve was pushed into the pillow (misaligned) and had punctured the pillow, which would have resulted in the reported event. A function test with a syringe could not be performed as a result. The customer indicated the issue occurred intra-operatively. The IFU indicates ¿before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Providing the instructions for use were adhered to, the defect(s) would have been detected before use (during testing) which likely indicates the defect occurred during use. The information most likely indicates that the customer inserted a syringe; excess pressure was applied to the inflation pillow and (B)(6) valve, which caused the misalignment of the valve and the puncture to the pillow. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgery for thyroid isthmus resection and isthmus ¿it was found the tube has leakage during monitoring. The doctor pasted disinfected film on v-shaped crack to [fix the leak and] continue the surgery. The surgery is delayed about 5-10 min.¿ there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.